Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise two days post implant. The patient remained hospitalized with therapy programmed off due to the concern for potential inappropriate shock therapy. A health care professional (hcp) requested technical services (ts) review to determine if the noise was related to air entrapment or myopotentials. Ts reviewed a copy of stored device data and discussed that the noise appeared consistent with myopotentials. Review of x-rays noted the electrode position had changed and was no longer optimal. Ts discussed obtaining additional x-ray views to confirm the position of the s-ICD. Ts discussed considering potential revision of the electrode position. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the root cause of the myopotential oversensing was determined to be associated with the position of the electrode. No interventions were undertaken and the patient was discharged home. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.